Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected alarms noted during testing. Hardware low level failure confirmed in pump history with variable due to broken trace on keypad assembly. No battery or power anomalies noted during testing.

Event description:
The customer reported via phone call that the insulin pump received hardware low level failures alarm during self test and failed battery test. The customer¿s blood glucose level was 149 mg/dl at the time of incident. Customer's other relevant blood glucose level was 300 mg/dl. Customer performed displacement test and it was passed. Customer stated the contacts on the battery cap were neither missing nor damaged and battery compartment was neither damaged nor corroded. Customer was able to clear the hardware low level failures alarm and customer was able to complete insulin pump rewind. Customer performed self test and it was passed. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.